Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse that the customer has experienced low blood glucose. The customer's blood glucose was 38mg/dl, treated with food and juice. The customer declined troubleshooting.